Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted surgical procedure, force bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The conductor wires were not damaged. The probable root cause of broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction : primary product batch/lot number under section d was updated to k15250206 0121.